Manufacturer narrative:
(B)(4). Batch number: p58l6u. Investigation summary: one photo was provided; the picture shows a closed anvil from the bottom view with a gold reload loaded. The knife indicator can be seen partially advance. This condition noted on the device would not allow the device to open. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. The ec60 device was returned with the closing trigger and anvil closed. In addition the knife was noted to be jammed. An ecr60d cartridge was received loaded on the device and void of staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for hard objects getting into the cartridge and interfering with the knife path potentially jamming the mechanism and damaging the knife edge during device firing prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution; then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that could not return blade. The patient is with left upper lung nodule. During the posterior apical resection of left lung, after fired, found could not return the blade, used manual release lever many times, but still could not return the blade. Changed surgery from segmental resection to lobectomy, used new gun and reload to cut the tissue and removed the device from the patient. The surgery delayed about one hour. The patient is stable and in the hospital now.